Manufacturer narrative:
This report is being filed to provide additional information in additional investigation: per terumo bct's medical review, the device did not cause or contribute to this incident.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the cobe spectra essentials guide cautions that the cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient. Per the customer, the machine has been functioning without issues since reported incident. Root cause: a definitive root cause for the patient's reaction could not be determined. Possible causes for the alleged reaction include but are not limited to ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this tubing set and acda unit showed no irregularities during manufacturing that were relevant to this issue. No other reports against the acda lot have been received. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during an allogeneic stem cell donation procedure, a donor had a 'severe' hypocalcaemic reaction. Approximately 2 hours into the procedure, the donor developed muscle tetanic spasms in both hands, face, and respiratory muscles. The donor also complained of tingling face and mouth. Initially, 500 mg calcium tabelets were given to the donor, however the reaction did not subside. Per physician's order, 2 grams of calcium gluconate via IV was given to the donor and the anesthesiologist was contacted for additional evaluation. The anesthesiologist observed the donor for an hour and confirmed that no additional medical therapy was required. Patient (donor) information and outcome are not available at this time. The stem cell collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information.